Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set tape was not sticking after taking shower. No further information was available.

Manufacturer narrative:
(B)(6).